Event description:
It was reported that neopicc was placed in 2004 for prolonged venous access and antibiotic delivery. Catherter was placed via right saphenous vein without difficulty. Good blood return was demonstrated and catheter flushed easily. 4 days later, however, phlebitis was noted on right leg along vein pathway to lower gronin area. As a result, PICC was removed. Removed catheter was intact. There were no further pt complications. No other details provided.